Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh9020tdd (unknown serial/lot); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that for about the past 2 to 3 weeks, they have noticed the handset was lagging at 90 percent for 7-10 minutes when trying to bolus. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance. The patient then states that last night, the bolus was never delivered and "I dont even know if the bolus delivered". The agent redirected the patient to their healthcare provider (hcp). The patient was escalated and disconnected the call.